Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead has had rising impedance over a 3-4 month period and is now high. Sensing is normal and threshold unknown. The lead remains in use. No patient complications were noted as a result of this event.